Manufacturer narrative:
The explanted pump was returned assembled with the percutaneous lead (lead) cut approximately 6" from the pump end bend relief and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned and secured attached to their respective pump ports. The proximal and distal sides of the pump stators showed no evidence of deposition or thrombus. Examination of the pump blood-contacting surfaces found a small, denatured ring of tissue-like thrombus adhered to the inlet bearing. The tissue showed some evidence of laminated layering, indicating that the thrombus formed over an undetermined period of time. Examination of the pump rotor fund a denatured, tissue-like thrombus in one of the rotor vanes. The thrombus was surrounded by a soft deposition of clotted blood. The clotted blood showed very little structure, indicating that it was likely an acute formation. The color and structure of the denatured thrombus appeared similar to the inlet bearing thrombus, indicating that the rotor thrombus may have initially been around the inlet bearing. Examination of the outlet elbow found a soft deposition of clotted blood lightly adhered to the textured surface. The deposition showed little structure, indicating that it was likely an acute formation, and did not appear large enough to obstruct flow through the device. Although thrombus was observed during the evaluation, the hospital reported no issues with the pump during support and no issues were reported to the MFR. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under various loaded conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption comparable to what was recorded during the manufacturing process and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The MFR is closing this file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approximately 22 months of support on the lvad, the patient was transplanted. The hospital reported that there were no issues with the pump.